Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. Initial reporter: additional contact: (B)(6).

Event description:
The event occurred on an unspecified date and involved an unspecified plum 360 infusion pump. It was reported that the pump was tested due to the following issue: the bag emptied before the expected infusion completion time. The staff measured the liquid volume in the bag before the infusion, and then measured the volume that had been infused at the end of the infusion. They found that their measured volume was different than what was reported on the pump. 2050ml of tpn was tested (including 50ml of overfill). The bag was spiked, primed and started on (B)(6) 2022 at 1636 pm to run a total of 2000mls at 100ml/hr over 20 hours. The bag ran completely dry 7 minutes early on (B)(6) 2022 at 1229pm (was scheduled to end at 1236pm) after 1995mls had infused per the pump. The staff did their best to measure the output from pump hourly but it did prove difficult to get precise measurements. The total volume measured by staff was 2046mls while the pump showed 1995 mls infused. There was no patient involvement and no report of human harm.